Event description:
Physio-control is investigating observations of defibrillator charger failure that have occurred during production testing. A failure of the defibrillator charger could cause the defibrillator to fail to charge or deliver defibrillator energy. The failing part is currently used on the lifepack 500 automatic external defibrillator lifepack 9 defibrillartor/monitor, lifepack 9p defibrillator/monitor/pacemaker, lifepack 10 defibrillator/monitor/pacemaker and lifepack 300 automatic advisory defibrillator.